Event description:
Once the tissue expander was placed into the patient, the doctor began the fill process. The tissue expander immediately began deflating. The doctor had another tissue expander on hand and was able to replace the expander right away. The new expander was able to be filled and the surgery was completed.

Manufacturer narrative:
Product has not been returned to pmt's facility. This is the initial report. A follow-up report will be completed upon receipt of the product at pmt's facility for an investigation.